Event description:
The customer reported that the system did not x-ray when changing ma and in abs mode. No pt injury was reported.

Manufacturer narrative:
The ge service rep repaired the board. The system operates as intended.